Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapese vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter and perforation. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the perforation of surrounding tissues and organs could not be confirmed, further clarified nor a cause determined. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, b7, d11, g3, g4, g7, h1, h2 and h6. Section b5: additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis and pulmonary embolism. The filter was deployed via the right common femoral vein. It was placed at the l2-l3 level.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs (small bowel) and tilting of the filter. The patient became aware of the reported events fifteen years after the index procedure. The patient continues to experience pain, suffering and anxiety. The results of computed tomography (CT) scans done approximately ten years after the index procedure indicate that the filter is right of midline with the upper tip at the l2 level. The results of computed tomography (CT) scans done approximately fifteen years after the index procedure indicate a 7 mm pulmonary nodule at the right base, tilting of the filter and perforation of filter struts up to 7 mm. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of recurrent deep vein thrombosis (dvt), pulmonary embolism (pe) and bilateral above knee amputations. The indication for the filter placement was not reported. The filter was implanted via the right common femoral vein and placed at the level of l2-l3. Approximately ten years after the filter implantation, the patient underwent a kidney-ureter-bladder (kub) study that revealed that the filter was right of midline with the upper tip at the level of l2. Approximately fifteen years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed tilting of the filter with the superior aspect in contact with the anterior wall and the inferior aspect directed posteromedially and in contact with the posterior medial wall of the inferior vena cava (ivc). The study also noted that the filter tip was located in an infrarenal position and no more than 2cm below the lowest renal vein. Multiple filter struts extended greater than 3mm beyond the wall of the ivc with the anteromedial strut extending 7mm beyond the ivc wall and in contact with the duodenum. The anterior strut extended approximately 3mm beyond the margin of the ivc and also in contact with the duodenum. The posteromedial and posterior struts extended 5 and 3mm beyond the margin of the ivc respectively and were in contact with the right inferior crus of the diaphragm. The patient further reported having experienced pain, mental anguish, suffering and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported ivc and small bowel perforations. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.